Manufacturer narrative:
The abbott field service representative (fsr) performed a site visit and inspected the analyzer. Tthe issue was resolved by replacing the sample probe tubing and the high concentration waste pump poppet valve set. No additional discrepant result issues have been reported since the service activity was completed. A review of the service history for architect (B)(6) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for sample probe tubing and pump poppet valve set identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Manufacturing documentation for the replaced parts was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further patient information is available.

Event description:
The customer reported a false elevated architect calcium result. Sample ID (B)(6)generated an initial result of 3.77 mmol/l and retest of 2.32 mmol/l. No impact to patient management was reported.